Manufacturer narrative:
Additional information: device manufacturing date is was omitted from the initial MDR submission on (B)(4) 2016 - should read: 03/30/2012.

Manufacturer narrative:
(B)(6). Patient weight not made available from the site. On (B)(6) 2016 a medtronic representative, following-up at the site, reported that the surgeon only traced the patient's forehead for this procedure. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2016 software investigation completed. Findings are that the surgeon was using a poor 3d image. Eighty slices with thickness/ spacing 2.5 each. Image matrix is not square. Image is not up to proper protocol. Software is functioning as designed. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a surgeon that, while in a cranial procedure, an inaccuracy was alleged. The region was marked after a successful tracer registration. After the patient was prepped, and skin flap was created based on the region it was marked on the skin, the surgeon realized the region was the edge of the flap instead of the center of the flap where he marked after registration. Inaccuracy was alleged to be approximately 2 centimeters, posterior. The region was right under the dura. The navigation was used until the point it was required. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.